Event description:
Healthcare professional reported right side capsular contracture baker grade iii and textured to smooth implant exchange. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii and textured to smooth implant exchange. Healthcare professional later reported rupture. Device was explanted and replaced.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: device patch with lot number 2565690 and catalog number tsf-450g. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety¿product/procedure: unable to observe as it is a medical event that is not related to the device. Capsular contracture: unable to observe since it is a medical event and is not related to the device.

Event description:
Healthcare professional later reported, rupture. Device was explanted and replaced.